Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a kink infusion set and was not getting the no delivery alarm. Customer stated she continued having issues with the infusion set, after the third attempt it worked. Customer has been having multiple issues with the quick sets. Customer is pregnant. The blood glucose reading was 245 mg/dl. Nothing further reported.